Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) checked the network cable and found it plugged into a wall jack labeled "phone," while the phone was connected to the port labeled "pyxis." The fse corrected the connections by moving the cables to their appropriate ports. After the adjustment, the station began communicating properly. All connections were verified, and the synchronization status was checked to confirm resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.